Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. No possible recovery of the screw: the origin of the fracture remains unidentifiable.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "During an acl procedure, while the surgeon tried to implant the screw into the femoral tunnel, the screw fractured. Fractured pieces remain in patient. The screw broke when it was partially implanted, so it was left in the patient and the surgery was terminated".